Event description:
The caller reported an issue with the insulin pump's gauge displaying a different amount than expected. There was no adverse impact on the customer's blood glucose level. The caller followed the steps guided by technical support to fill and load a new cartridge and performed a bolus to update the insulin estimate, resolving the discrepancy.